Event description:
It was reported that the implantable cardiac monitor (icm) was implanted on (B)(6) 2025. Approximately ten seconds of cardiac arrest was observed on the electrogram, but no record of the event was found either in the remote monitoring system or in the icm itself. The icm was explanted and replaced with a new icm on (B)(6) 2025. The patient had no consequences.

Manufacturer narrative:
Reported event of incorrect measurement was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test, tested for paus triggers, and contact detection and found no anomalies contributing to reported event of sensing issue. Episode not being recorded was confirmed. However, it was unable to be determined why the device did not record the episode. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion. The reported event of the device not recording a 10 sec cardiac arrest was confirmed. Based on the information provided, it was determined that the contact detection algorithm was active. However, it was unable to be determined why the device did not record the episode. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution.